Manufacturer narrative:
Related cases: 3004548776-2026-00161 3004548776-2026-00162 3004548776-2026-00163 3004548776-2026-00164 3004548776-2026-00165 3004548776-2026-00166 3004548776-2026-00167 3004548776-2026-00168 3004548776-2026-00169 3004548776-2026-00170 3004548776-2026-00171 3004548776-2026-00172 3004548776-2026-00173. 3004548776-2026-00174. 3004548776-2026-00175. 3004548776-2026-00176. 3004548776-2026-00198. 3004548776-2026-00199. 3004548776-2026-00200. 3004548776-2026-00201. 3004548776-2026-00203. 3004548776-2026-00204.

Event description:
The following has been reported: the medtech colombia technical service department reports that, following an inspection of several infusion pumps at (B)(6) hospital, (B)(6) hospital, and (B)(6) hospital, (B)(4) units were identified with the "error 51" speaker alarm. I am sharing the consolidated file of the full inspection. The medtech colombia technical service engineer followed the steps outlined. Identifying that the error was due to the low volume of the alarm, which caused an error in the equipment as it was unable to verify that the audible alarm had been generated. Following tsb's instructions, a ticket was opened in key2 for these (B)(4) units under reference number. Reporting as a conservative measure. No adverse event effects were reported. Device history record was not reviewed as this is a known issue for which the root cause has been investigated as part of a CAPA. Corrective actions are currently being implemented in the manufacturing process device log was not provided and extracted: issue known; therefore, no review could be performed. The device was not received in brézins for investigation. Error 51 on the agilia connect range is a known issue for which CAPA was opened in may 2023. The investigation into this error has shown that its root causes are mainly related to two components: flexible ic flex binder assembly (which includes the speaker and binder socket) power supply board (for agilia sp & vp). It is recommended to replace these parts if this error occurs. Further investigations are ongoing, and corrective actions are being implemented and tracked within the CAPA to resolve this type of issue. Based on the information provided, as well as our prior knowledge of this type of malfunction, the claim is considered substantiated. This complaint has been added to our trend for statistical monitoring. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: abnormal kabitrack record(s): CAPA.